Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. Symptom includes pus at the incision site. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-4316, lot #: 15683285, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.